Event description:
It was reported that prior to starting a da vinci surgical procedure, the prograsp forceps instrument was observed to have a wire sticking out. There was no allegation of harm or injury to a patient. Nothing reportedly fell into the patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found a frayed pitch cable at the distal clevis hub. There was no damage found at the clevis. In addition, the grip cable was frayed at the distal idler pulley. The frayed strand stuck out at the instrument's wrist. Failure analysis investigation also found the following damages, which were not reported: additional observation was the instrument grip cable was derailed at the distal idler pulley. The grips could open and close, but movement may not be precise. The cable derailment was likely due to cable losing contact with pulley during wrist articulation. The fleet angle between proximal and distal pulleys may have contributed to derailment. Additional observation found distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. Additional observations found indentations at the edge of the distal pulley and scratches on the surface of the pulley. In addition, there were indentations at the inner side of the grip area. No other damage was found. Failure analysis concluded that the indentations on the pulley and grip area were likely due to mishandling. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, a frayed cable and the main tube material removal found during failure analysis could likely cause or contribute to an adverse event, if the malfunctions were to recur.